Event description:
Customer reported she was hospitalized. Customer stated she was cleaning her refrigerator she fell and broke her foot. Customer was in the rehab center for several weeks and then had surgery 2 and a half years later. Customer stated that the event was not related to the insulin pump. Customer has been under a lot of stress and has an infection in her foot and her blood glucose has been around 100 points higher. Customer has not been able to start wearing the sensor. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.